Manufacturer narrative:
A review of the manufacturing documentation associated revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: an 8.0 x 60mm smart control sds was delivered to the target lesion over the guidewire, but the stent "jumped" and was placed 1cm away from the intended position during deployment. The target lesion was in the right common iliac artery. Information about lesion calcification, rate of stenosis and vessel tortuosity were not available. It was reported that the device was prepped and used as per instructions for use (IFU) guidelines. The user held the handle of the smart control sds flat and straight outside of the patient and no unusual force was applied during deployment of the stent. An additional stent was implanted at the target lesion to fully cover the lesion without additional problems. There was no adverse events reported, and the patient was in stable condition. The device was implanted and, therefore not available for analysis. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Event description:
An 8.0 x 60mm smart control, iliac was delivered to the target lesion over the guidewire, but the stent "jumped" and was placed 1cm away from the intended position during deployment. The target lesion was in the right common iliac artery. Information about lesion calcification, rate of stenosis and vessel tortuosity were not available. It was reported that the device was prepped and used as per instructions for use (IFU) guidelines. The user held the handle of the smart control sds flat and straight outside of the patient and no unusual force was applied during deployment of the stent. An additional stent was implanted at the target lesion to fully cover the lesion without additional problems. There was no adverse events reported, and the patient was in stable condition.